Event description:
The customer called into technical support (ts) reporting that the device has a touch screen that works intermittently. He explained when trying to change settings, the numbers would jump around without touching the arrows or nav ring. It never changed and accepted the values. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.

Manufacturer narrative:
The field service engineer (fse) replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and returned unit to service. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.